Event description:
Philips received a complaint on an IntelliVue X3 Patient monitor indicating that the device constantly reports speaker error. It is unknown if the device produced sound our not. The device was not in clinical use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
This case was handled as a NEMO (No Engineer, Material Only) remote service event. The customer performed functional testing and confirmed that the part/device is defective. The customer has requested a replacement part. The system remains out of service and cannot be returned to operation until the replacement part is installed. As this was a remote service case, no Philips engineer attended the site and the replaced component was not returned to Philips, therefore further physical examination was not possible. The customer assumed responsibility to replace the mainboard to resolve the issue.